Event description:
Customer called in to report cracks on the insulin pump. The cracks are on the casing for the battery compartment and the reservoir compartment. Blood glucose reading at the time was 139 mg/dl. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a cracked case at display window corners, battery tube threads, cracked reservoir tube, reservoir tube lip, and minor scratches on the display window.